Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was leaking from a pin hole during the patient¿s initial drain of peritoneal dialysis therapy on the homechoice machine. The patient was connected at the time of the observed leak. Therapy was discontinued and the patient was advised to contact their nurse for further medical instructions. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the leak was determined to be a small pin hole in the tubing of the transfer set. The cause of the pin hole could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.